Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that impella cp was successfully inserted without any issues. Left heart catheterization was performed and a drug eluding stent was deployed to the left anterior descending artery. Left femoral artery was noted to be bleeding significantly when readying to perform right heart catheterization. The patient became hypotensive and lost pulse. Massive transfusion protocol was activated and blood products were administered. Advanced cardiovascular life support was performed with multiple rounds of cardiopulmonary resuscitation until return of spontaneous circulation was achieved. The impella was then explanted. The surgeon then performed femoral artery exploratory repair. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.